Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer number: 2017865-2020-00825, 2017865-2020-00827, 2017865-2020-00829. It was reported that the patient presented in clinic. It was noted that remote transmissions showed low sensing on the atrial lead and loss of capture on the right and left ventricular leads. Dislodgement of all leads into the superior vena cava, twisted into the pocket was observed. The physician believed any anomalies were related to the patient, mechanical and as a result of twiddlers syndrome. The entire system was explanted. The patient was stable.

Manufacturer narrative:
Correction - patient code for twiddler's should have been added.